Manufacturer narrative:
Philips service advised environmental monitoring and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; video grabber and ippc issues on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.